Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
Silhouette algorithm is removing real data when using abvs. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), update the brand name of the device (see section d1), correct the operator of the device (see section d5), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1), provide additional report source (see section g3), update device evaluated by manufacturer (see section h3), correc the patient, result, and conclusion codes (see section h6).

Event description:
The reported event occurred during a study performed in-house. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), and provide additional manufacturer narrative (see section h10). The device was evaluated and the likely root cause of the reported phenomenon was that the silhouette algorithm can be very aggressive with removing what it considers to be non-tissue. Air bubbles and overall contact can influence what the algorithm removes. Another issue with the attached image are the triangular shaped artifacts on the 2d images. This can be caused by either something on the transducer, such as dried gel, or bad elements on the transducer.